Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. An issue with the compression module was identified however stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device alarmed and did not work as expected upon powering up. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.